Manufacturer narrative:
B5 - describe event or problem- the initial report should have indicated that there were no known allegations of deficiency against the sn# 18657059 lead. The allegations were against the sn# (B)(6) lead.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02453. It was reported that the ipg was unable to enter MRI mode. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. It¿s unknown which lead was liable, and both are being reported.